Manufacturer narrative:
Serial number: unknown/not provided. Catalog #: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted, give date: not applicable as lens remains implanted. Device manufacture date: unknown as product serial number was not provided. The device is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study patient at visit one complains of halos and glare- moderate both eyes (ou), interfering with ability to drive at night. It was stated that the outcome significantly interferes with activities of daily life. Nevertheless, no action to be taken. No other information was provided. This MDR report pertains to the left eye (os). A separate report will be submitted for the right eye (od).